Manufacturer narrative:
Retainer ring - black. Customers returned pump for an alleged under delivery, pump error 15 and high bgs found on sep 13, 2021. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 23.99 units of normal bolus was delivered on sep 13, 2021. Several bolus's were programmed, delivered and recorded properly in the pump history. Pump error 15 was found in the pump history found on sep 6, 2021 at 13:00 due to invalid pointer/corrupted data software error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. Pump error 15 was confirmed in the pump history download due to software error. In summary, customers alleged under delivery was not confirmed during testing. Pump error 15 was confirmed in the pump history download due to a software error. No anomalies to the electronic assemblies noted. Pump passed self and displacement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had the critical block and inverse critical block did not add to zero alarm. Customer had high blood glucose, even when the insulin pump was delivery micro boluses whole the time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.